Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger would not charge a battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor was shorted. The cause of the shorted transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the damaged charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery pack.